Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a renal artery treatment procedure, a cutting balloon blade became loose. The 95% stenosed lesion was located within an unspecified re-stenosed stent in the renal artery. The 6.00mm x 2.0cm x 135cm peripheral cutting balloon was advanced to the lesion and inflated to 6 atms, one time. The balloon could not reach nominal pressure. The physician attempted to pull negative pressure with an encore 26 and noticed dye still in the balloon. The device was removed from the patient as a unit without incident. Upon removing the peripheral cutting balloon, the physician inflated the balloon and noticed two pinholes that leaked dye and the proximal tip on one of the blades was loose. It was reported that no component from the cutting balloon came off or embolized. The lesion had successfully been pre-dilated with an unspecified apex balloon catheter prior to using the cutting balloon. The procedure was successfully completed by implanting an unspecified stent. No patient injuries or complications were reported. The patient's status was reported as "fine."